Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump did not alarm with an insulin flow blocked even as they went high. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer was hospitalized with highs and diabetic ketoacidosis. Troubleshooting was not completed as the customer declined. The customer went as high as 324 mg/dl from 72 mg/dl once they were put back on the pump and infusion set. The customer's infusion sets will be returned for analysis.